Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow up. Upon review, it was noted the patient's cardiac resynchronization therapy defibrillator was oversensing post-paced t waves. The patient did not receive therapy during the oversensing. The device was reprogrammed to address the issue. No further information was available.

Event description:
New information on 10/04/2017 noted no oversensing was noted after the device was reprogrammed. The patient¿s condition was stable before and after the event.